Manufacturer narrative:
The partial lead in segments was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited undersensing. The rv lead was explanted and replaced. The patient's right atrial (ra) lead exhibited noise and insulation damage was noted by the implanting physician during the lead extraction. The ra lead was explanted and replaced. The patient reported feeling tired and short of breath with exercise. No further patient complications have been reported as a result of this event.